Manufacturer narrative:
This report is submitted on june 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent an MRI without head wrap kit in (B)(6) 2017. Subsequently, the patient experienced a wound over the receiver/stimulator due to a magnet dislodgement. Revision surgery to replace the magnet was conducted on (B)(6) 2018.